Manufacturer narrative:
Additional narrative: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon performed an acdf from c4-c7 using iliac wedge allograft. Surgeon placed skyline plate and freehand burred a hole for the screw. Surgeon used constrained self drilling screw and put them in freehand without drilling or using a guide. Surgeon locked plate using normal technique. Both c7 screws backed out past cam lock post-op revision surgery not scheduled yet.

Manufacturer narrative:
(B)(4). All eight of the screws returned did not feature any observable damage. They all showed signs of use in the form of wear to their drive features, discoloration on the shaft, and trace signs of tissue. No distinct conclusions could be drawn from the screws alone. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the screws backing out postoperatively cannot be determined from the samples and information provided. A potential root cause may be not fully tightening the screws down past the cams. This would result in the cams coming into contact with the side of the screw as opposed to becoming locked over them, allowing the screws to back out past the cams postoperatively. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.